Event description:
A health care professional reported that following an intraocular lens (iol) implant procedure, the lens was explanted. Additional information has been requested but is not available at the time of this report.

Manufacturer narrative:
A product was not returned for analysis. The investigation reviewed the complaint history data for the reported lot number and found no other similar complaints. Deviation lot search report reviewed; no deviations related to lot. The investigation conducted a nonconformance review of the reported lot number. No deviations were identified and all corresponding production release specifications defined in the device master record were met. The manufacturer internal reference number is: (B)(4).